Event description:
It was reported that a (B)(6)-year-old african american female who had 600cc mentor memorygel breast implants placed experienced bilateral impaired wound healing and left sided rupture post procedure. In (B)(6) of 2022 the patient underwent mastopexy and breast augmentation without replacement. The left sided device was replaced with a new 600cc mentor memorygel breast implant due to rupture in (B)(6) 2020. Bilateral ptosis, bilateral local reaction, bilateral lymphadenopathy, right sided capsular contracture, right sided rupture, and left sided breast mass was noted with the new set of breast implants. The right sided rupture and bilateral local reaction was detected through magnetic resonance imaging. The presence of peri implant effusion was noted. The lymphadenopathy was noted through ultrasound which detected prominent lymph nodes. The ultrasound also detected a benign breast mass on the left side. As a result, replacement with 525cc mentor memorygel breast implants was performed on (B)(6) 2022. The right sided implanted was reported initially under 1645337-2021-12569 on (B)(6) 2021. The left sided device explanted on (B)(6) 2020, was reported under 1645337-2021-12568 on (B)(6) 2021. On april 14, 2022, mentor received additional information and initial awareness of issues with the left sided device implanted on (B)(6) 2020. This report relates to the left sided device implanted on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, lymphadenopathy, local reaction, breast mass. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 19, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).